Event description:
It was reported that, "patient experiencing groin pain." Additional information provided in the user facility medwatch reports received (B)(6) 2012 reported, "(B)(6) female had rthr revised (B)(6) 2012 for metal reaction status post rthr (B)(6) 2011 for oa (stryker rejuvenate implants). On (B)(6) 2012, the patient presented to the surgeon's office complaining of pain in the groin that was worsening. On (B)(6) 2012, x-rays showed the hip in satisfactory alignment without loosening. She was prescribed mobic and in (B)(6) 2012 she received an u.s. Guided iliopsoas bursal anesthetic and steroid injection. As of (B)(6) 2012, the groin pain continued. Guided right hip aspiration/biopsy (B)(6) 2012 revealed histological findings consistent with immunologically mediated reaction to corrosion products with necrosis and mixed macrophagic and lymphocytic inflammatory infiltrate with small granuloma formation. Alval score not provided due to limited size of specimen. On (B)(6) 2012 oint fluid cultures did not reveal infection. On (B)(6) 2012 MRI noted adverse local tissue reaction with synovial expansion and focal dehiscence of the capsule. On (B)(6) 2012 blood chromium level was wnl; blood cobalt level was elevated 4.2ug/l (ref<1.0). On (B)(6) 2012 revision of implant was recommended and performed uneventfully on (B)(6) 2012. Histopathology results are as below."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2012-00933. Please see attached uf report # (B)(4). Addition information from the user facility report: rejuvenate; modular neck; stryker orthopaedics, (B)(4); model #: nls30000b, other #: 127/132 34 mm;